Manufacturer narrative:
Since the device info was not available, the customer shipping history was reviewed to determine the most likely lot (s) involved in this event. A lot history review was performed for those lots. No nonconformances were found that are considered to be related to the event. The following were included in the review: (B)(4).

Event description:
The physician inserted a 34cc liner iab, and almost immediately they had a rupture of the iab. They pulled the ruptured one out, and inserted a second iab that worked fine. The pt expired on the second iab.